Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's lead had slid off laterally which caused pain at the mid back, wrapping around to the breast. The patient was given injection which relieved her pain.